Event description:
Device report from colombia reports an event as follows: it was reported that during surgery on (B)(6) 2023, the drill bit broke. At the manipulation of the drill bit, it bent. Then, when cleaning, it split in two. This report is for a 1.8mm drill bit w/70mm calibration mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h6: lot provided is not a valid lot number for this device, therefore, the device history record (DHR) review could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image. Visual analysis of the photo revealed that drill bit ø1.8 w/marking l96/82 2flute was observed broken at the drill tip. Fragment was observed in the visual evidence provided. No other issue was identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø1.8 w/marking l96/82 2flute. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.